Manufacturer narrative:
Additional information was received that the cause of the patients symptoms were unknown. The patient was reportedly doing well. No further course of action will be taken at this time.

Event description:
A report was received that the patient lost sensory and motor function during the permanent implant procedure. The physician did not implant anything in the patient and opted to abort the procedure. The patient was able to regain sensory and motor function during recovery.

Event description:
A report was received that the patient lost sensory and motor function during the permanent implant procedure. The physician did not implant anything in the patient and opted to abort the procedure. The patient was able to regain sensory and motor function during recovery.